Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1781k. Troubleshooting was performed. Customer reported that the key for back and graphic were not always working, the upper arrow doesn¿t work and the pump was skipping numbers when giving carbs. Customer received stuck button alarm. No harm requiring medical intervention was reported. No product return is required for mmt-1781k.

Manufacturer narrative:
Unit passed selftest. The p-cap locks properly into the reservoir compartment. All buttons functioned properly during testing, the j1 connector on pcba 1 was locked properly. The pump was cut open and found no moisture damage on the keypad assembly. The following were noted during visual inspection: minor scratched lcd window, damaged display window cover (scratched), pillowing keypad overlay, cracked keypad overlay buttons (select), stained keypad overlay buttons, cracked case at belt clip rail corner, battery tube threads - cracked, and scratched case. Intermittent or not button response were not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.